Manufacturer narrative:
Device is part of field correction. Device operating sys software correction installed, and then device returned to customer for use.

Event description:
According to the rptr, the device locks up, and will not power up completely. No pt was associated with the reported incident.